Manufacturer narrative:
Investigation: the DHR review process was not performed due to the lot number was not provided. No samples or pictures were received. Additional attempts to get more information or pictures were made, however in none of the cases additional information were provided. Potential root cause (unable to verify it): 1. Non-controlled method to ship partial boxes to end user. 2. Product damaged during the shipment or distribution.

Event description:
It was reported with the use of the bd¿ sharps container with clear slide top there was an issue with side of the product was cracked.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd¿ sharps container with clear slide top there was an issue with side of the product was cracked.